Event description:
The reason for call was patient reported they were having issues with their equipment and the issue began last night. Patient could not get it to charge so they charged the controller and reset the controller and it started blinking and this morning the controller quit blinking and it had not charged and it was down to 30%. Due to the nature of the call agent had difficulty understanding and working with patient so agent started troubleshooting. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 100% and implant was at 30%. Patient mentioned they were previously at 40% and the implant went down to 30%. Patient plugged the recharger and got excellent. Patient mentioned their implant had always been tilted or sticking out. Patient would charge when they would lay down. Agent advised patient to use their belt and to sit up when charging. Patient declined using the belt and mentioned they were using the implant for 3 years and always charged lying down. Patient was never told to use the belt. Patient then mentioned that the issue was not with charging their implant and that the issue was with charging their controller. Agent reviewed with patient that they were already able to fully charge the controller and now they were charging their implant. Agent reviewed the difference between the ac power and the recharger. To agent's understanding patient seemed confused about their equipment. Patient was also confused about the batteries screen. Agent reviewed batteries screen information. Agent advised patient to call back if the issue persisted. Patient used a walker and could not see good. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, (serial: (B)(6)); implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Nothing had been discussed or planned about the implant being tilted. Everything seemed fine at this time.